Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Was reported to philips that the device does not pass the test and the external paddle cable of the device was broken and the therapy pca is defective. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to the external paddles and therapy pca failure. Device was evaluated by bench and cause of the reported problem was confirmed, quotation of the repair was sent to customer, however customer reject the quotation, device was sent back to customer without repair. No further information was provided.